Manufacturer narrative:
(B)(6). Occupation: clinical products advisor. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the three-way adapter of a wayne pneumothorax set disconnected approximately 24 hours after placement. The device was inserted into a large secondary pneumothorax. In addition to the disconnection, the device's obturator was inadvertently left in the internal drain cavity, which is reported under mfg. Report reference #: 1820334-2020-01229. Following this event, the device was deemed fully functional during both emergency department and ward inspections, raising "no cause for concern". The user facility has practiced open disclosure with the patient. No patient harm has been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Information in this report is representative of that for MDR ref. #1820334-2020-01229 as well. Investigation - evaluation: it was reported to cook that the stopcock within a wayne pneumothorax set, c-utpt-1400-wayne-112497-imh separated from the catheter. This incident was reported by easter health distribution centre, in australia, on (B)(6) 2020. It was also reported that the obturator was inadvertently left in the chest drain and later slid out. A different device was used to complete the procedure, with no adverse effects to the patient reported. A review of the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) found that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use: 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first make begins 5 cm from the last side hole. 9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction.¿ ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ also, cpt label ih-7162 is attached to the obturator of this device. This label states: ¿remove after catheter insertion¿. Based on the information provided, no product returned, and the results of the investigation, a root cause for the separation event could not be established. A definitive root cause for the obturator event has been traced to the user's failure to follow instructions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5, d11. Correction: b1, b2, h1, h6- patient code. D11 - concomitant products: getinge under water seal drain. H6 - patient code: pneumothorax (2012) - it was discovered after a chest x-ray that the patient had experienced an increase in pneumothorax. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 15jul2020, it was reported that in response to the separation, the nurse turned the 3 way tap to off in order to clamp the catheter. The physician was then notified. A chest x-ray was performed and showed a small increase in the patient's pneumothorax. A chest drain from another manufacturer was connected to the complaint device via the 3 way tap. It is unknown if the position of the chest tube drain was confirmed during placement or if the device was functioning before the disconnection occurred.